Manufacturer narrative:
Additional information was provided which states the device was explanted and the patient survived.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 45-year-old male patient presenting with postcardiotomy cardiogenic shock/low cardiac output syndrome (pccs/lcos). The patient had a history of known coronary artery disease. The patient¿s clinical state prior to initiation of support was identified as scai shock stage e. During support, an optical sensor failure alarm occurred. Prompts were followed, but the issue could not be resolved, so a different automated impella controller (aic) was used successfully for setup. The original controller was pulled from use. The device is being conservatively reported for delay of therapy due to the temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no clinical consequence to the patient.

Manufacturer narrative:
Corrected information has been provided in h3. The root cause of the placement signal issue was a defective optical pressure measuring unit.

Manufacturer narrative:
Updated information: d4 lot number updated. D9 device return date added.